Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024 to obtain patient information from the time of the event, confirmation of the device serial number, troubleshooting steps, confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporting institution name: (B)(6).

Event description:
Philips received a complaint on the v200 ventilator indicating that they tidal volume was abnormal. The device was reported to be in use at the time of the reported problem. No patient or user harm reported.the customer stated that, during the startup of the ventilator, that the tidal volume was observed as abnormal, indicating a suspected internal leak. This investigation is ongoing.